Manufacturer narrative:
The investigation reviewed the last calibration performed on 13-jan-2024; the results were within specifications. The investigation reviewed the qc recovery. The recovery was within -2 standard deviations (sd) nd within specifications. There was no indication of a performance issue with the reagent. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 5.5 minutes at 2160 rpm. The centrifugation time may be too short and the speed may be too low according to the tube manufacturer¿s recommended guidelines. The investigation reviewed the alarm trace. There were multiple sample foam detection, sample clot detection, and sample short alarms noted on the date of the event close to the time the patient sample was processed. The field service engineer (fse) inspected the analyzer and was not able to determine the cause of the event. He also did not detect any hardware problems. He performed a 21-cup precision assay using qc material with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions verified the analyzer's performance and the issue was resolved.

Event description:
The initial reporter received questionable tina-quant lipoprotein (a) gen.2 (lpa2) results from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The reporter stated they rerun the patient samples for the assay in duplicate. On (B)(6) 2024: the initial result from the line 2 was 48 mg/dl. The first repeat result from line 2 was 57 mg/dl. The second repeat result from line 1 was 30 mg/dl. On (B)(6) 2024: the third repeat result from line 1 was 30 mg/dl. The result of 30 mg/dl was reported.

Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.